Manufacturer narrative:
The actual device was received without its original package. A visual inspection was performed and a missing red collar on arterial patient connector was noticed. In addition, the male conical fitting of the arterial patient connector was dimensionally inspected and was found within specification. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a patient was dialyzing when the nurse noticed the blood lines had become loose and separated, leading to a small blood leak where the two blood line connectors merge together. The nurse caught the loose lines and replaced them with new ones, and the patient completed treatment on the same machine with new bloodlines, with no reported injury, adverse events, or medical intervention required.